Manufacturer narrative:
Conclusion: actual and representative samples were returned for evaluation. Upon visual inspection, holes were observed in the overwrap packaging of the actual sample.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. It was noted that part of the needle was protruding through the package. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.